Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with unspecified damage was confirmed during product evaluation. However, the root cause of the reported problem was not identified. Therefore, no repairs have been made at this time. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with unspecified damage. This condition was found in the general patient ward. It is unknown when this event occurred. This had the potential to interrupt delivery. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.